Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the during a device interrogation post open heart surgery to add a left ventricular assist device (lvad), the smartpass feature on the subcutaneous implantable cardioverter defibrillator (s-ICD) was off. Boston scientific technical services (ts) was consulted and discussed that it may have turned off due to low r wave amplitude measurements. Further review found noise markers on the s-ECG. Ts explanted that noise is not uncommon to see in primary and secondary sense vectors post lvad placement. It was noted that the amplitude was good in alternate sensing vector and there was only one undersensing beat observed. Subsequently the s-ICD was reprogrammed to alternate sensing vector. Approximately twenty days later it was noted the patient received eight to 10 shocks for various reasons. Ts reviewed the stored information and found the first shock was appropriate for vt, however the rest of the shocks were inappropriate due to oversensing of the noise, t-waves and p-waves from reduced amplitude r-waves. There were also inappropriately stored untreated events due to oversensing. Ts discussed programming considerations and the s-ICD remained in service. Additional information was received that almost two and half years later the oversensing of noise from the lvad continued. Subsequently a procedure was performed where the s-ICD was explanted and the electrode was surgically abandoned. At this time evidence suggests a new device was not implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the during a device interrogation post open heart surgery to add a left ventricular assist device (lvad), the smartpass feature on the subcutaneous implantable cardioverter defibrillator (s-ICD) was off. Boston scientific technical services (ts) was consulted and discussed that it may have turned off due to low r wave amplitude measurements. Further review found noise markers on the s-ECG. Ts explanted that noise is not uncommon to see in primary and secondary sense vectors post lvad placement. It was noted that the amplitude was good in alternate sensing vector and there was only one undersensing beat observed. Subsequently the s-ICD was reprogrammed to alternate sensing vector. Approximately twenty days later it was noted the patient received eight to 10 shocks for various reasons. Ts reviewed the stored information and found the first shock was appropriate for vt, however the rest of the shocks were inappropriate due to oversensing of the noise, t-waves and p-waves from reduced amplitude r-waves. There were also inappropriately stored untreated events due to oversensing. Ts discussed programming considerations and the s-ICD remained in service. Additional information was received that almost two and half years later the oversensing of noise from the lvad continued. Subsequently a procedure was performed where the s-ICD was explanted and the electrode was surgically abandoned. At this time evidence suggests a new device was not implanted. No additional adverse patient effects were reported.